Event description:
Pt scheduled in 2002 to have a dilation of trachea. During procedure tip of jackson esopheageal dialator became dislodged and interventions had to be conducted to remove tip. After procedure pt immediately developed respiratory distress and an emergency tracheotomy had to be performed.